Manufacturer narrative:
(B)(4). The device has been received for evaluation. The receiver (sm34047653) that was used with the complaint device was also returned for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluations are complete.

Event description:
Clinic contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, the trial patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter. Additionally, the receiver (part number stk-gl-blu/serial number (B)(4)/lot number 5117294) being used with the complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction.